Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.